Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth') and menorrhagia ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain during her menstrual cycle") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the stillbirth, menorrhagia, pelvic pain, pregnancy with contraceptive device, pain in extremity, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered headache, menorrhagia, pain in extremity, pelvic pain, pregnancy with contraceptive device, stillbirth and weight increased to be related to essure. The reporter commented: patient received treatment for headaches, weight gain, stillbirth, heavy bleeding and leg pain. This patient experienced second pregnancy episode was created under case (B)(4)). Date(s) of insertion: (B)(6) 2010 (as reported in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received: event pelvic pain added. Lab data added. Event menorrhagia made serious incident- dilatation and curettage done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), headache ("headaches"), menorrhagia ("heavy bleeding") and pain in extremity ("leg pain during her menstrual cycle") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the stillbirth, pregnancy with contraceptive device, headache, weight increased, menorrhagia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered headache, menorrhagia, pain in extremity, pregnancy with contraceptive device, stillbirth and weight increased to be related to essure. The reporter commented: patient received treatment for headaches, weight gain, stillbirth, heavy bleeding and leg pain. This patient experienced second pregnancy episode was created under case ((B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Event injury was replaced with new events- pregnancy, stillbirth, device ineffective, headaches, weight gain, very heavy bleeding and leg pain during her menstrual cycle were added. Implant date was updated. Patient¿s date of birth was added. Reporter¿s information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.